Event description:
Revision surgery - due to the patient having knee instability and pain; caused by the baseplate showing to be loose. The surgeon decided to take out the baseplate, place cement on it, and put it back in. Afterwards, he performed a poly insert exchange using a thicker insert.

Manufacturer narrative:
The reason for this revision surgery was due to a baseplate becoming loose causing instability after 3.5 months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this part number and lot. A review of the product complaint report history showed this is the first complaint against this lot. The root cause for the device loosening can not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.